Event description:
Caller reported a cgm error 42, which had occurred three or more times on the current pump, but the pump had not been reset in the last 24 hours. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump under warranty, and the customer was instructed to put the current pump into storage mode before returning it using a pre-paid label. The customer acknowledged these instructions and will continue to use the current pump as backup therapy to ensure insulin delivery is not interrupted.